Event description:
On (B)(6) 2011, baxter global pharmacovigilance (gpv) received information from a peritoneal dialysis nurse (pdn) who stated that the patient experienced fungal peritonitis, specific organism and diagnosis date unknown. The nurse stated the patient was hospitalized for the peritonitis coincident with dianeal (B)(4) low calcium and (B)(4) dianeal low calcium (doses, frequencies and lots were not reported). The pdn confirmed the patient was admitted to the hospital on (B)(6) 2011 and discharged on (B)(6) 2011. During hospitalization pd therapy was stopped, the pd catheter was removed, and the patient was switched to hemodialysis. The nurse confirmed that at the time of discharge from the hospital, the patient was recovering. The nurse stated that this was the first case of peritonitis experienced by the patient. The nurse stated that the cause of the fungal peritonitis was unknown and was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed as no samples are available. The root cause was undetermined. Manufacturing records were reviewed for the potentially associated lot and there were no issues detected during the production of this batch relating to the nature of this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.